Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's physician reported via phone call that the customer was receiving a flash write error alarm on the insulin pump. Customer stated that the alarm occurred during the rewind/prime sequence. Customer performed the rewind process again but it won't let him passed the rewind screen. Customer can't do anything on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a constant flash write error alarm; the problem was isolated to the mother board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify history anomaly due to flash write error alarm. The insulin pump had minor scratched display window.